Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was incomplete attachment of the light source cable. As stated in the instructions for use, as a preventive measure, "properly and securely connect all cables. Otherwise, equipment damage or malfunction can result."

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. In troubleshooting the problem, the reporter found a cable, from the light source to the cv-180 video system processor, loose, on the cv-180 side, that was not seated completely. To resolve the problem, the reporter pushed the cable in until a "click" was heard.

Event description:
A user facility reported to olympus that the image was not adjusting brightness properly and the image was either too bright (tissue indistinguishable) at times or too dark at times. The problem occurred and was identified during a procedure. The intended procedure was completed using the same device. There was no patient injury, associated with the event, reported to olympus.